Manufacturer narrative:
Add "lens rotation was reported." Should be added to the initial MDR. Device code 2923: dislodged or dislocated; lens rotation. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: all previous mdrs should be corrected to serious due to secondary surgery for lens repositioning. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+2.0/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2018. The surgeon reports refractive surprise and refractive change over time. Reportedly, lens remains implanted. The surgeon states the patient's vision decreased gradually within the last 2 months; no pain, no history of eye injury.